Event description:
It was reported that four pts sustained hypertrophic scarring and hypopigmentation in the perioral area after treatment for deep rhytids with an ultrapulse encore laser. It was further reported that three of the pts were treated with cordran tape and kenalog injections.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded that the device operated to manufacture specifications. No related device malfunctions were reported or observed. A review of product labeling concluded the probable root cause of the reported events to be failure to perform a test patch on the pt prior to treatment in contradiction to product labeling.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded that the device operated to manufacture specifications. No related device malfunctions were reported or observed. A review of product labeling concluded the probable root cause of the reported events to be failure to perform a test patch on the pt prior to treatment in contradiction to product labeling.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded that the device operated to manufacture specifications. No related device malfunctions were reported or observed. A review of product labeling concluded the probable root cause of the reported events to be failure to perform a test patch on the pt prior to treatment in contradiction to product labeling.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded that the device operated to manufacture specifications. No related device malfunctions were reported or observed. A review of product labeling concluded the probable root cause of the reported events to be failure to perform a test patch on the pt prior to treatment in contradiction to product labeling.

Event description:
It was reported that four pts sustained hypertrophic scarring and hypopigmentation in the perioral area after treatment for deep rhytids with an ultrapulse encore laser. It was further reported that three of the pts were treated with cordran tape and kenalog injections.

Event description:
It was reported that four pts sustained hypertrophic scarring and hypopigmentation in the perioral area after treatment for deep rhytids with an ultrapulse encore laser. It was further reported that three of the pts were treated with cordran tape and kenalog injections.

Event description:
It was reported that four pts sustained hypertrophic scarring and hypopigmentation in the perioral area after treatment for deep rhytids with an ultrapulse encore laser. It was further reported that three of the pts were treated with cordran tape and kenalog injections.